Manufacturer narrative:
(B)(4).

Event description:
It was reported that a reconnecting message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of a reconnecting message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.